Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 2067l radio frequency head. (B)(4).

Event description:
It was reported the programmer can't turn on. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer booted up to serious programmer problem error. Hard drive was reconfigured and software reloaded/updated to resolve issue. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. The media bay door had a broken latch, the upper hinge plate was cracked, the lower case was worn, and the display had some white marks on the right side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.